Event description:
Reporter alleged discrepant results between blood glucose monitoring device and a valid lab comparison. Reporter stated device read 542 mg/dl at 1836 and lab measured 238 mg/dl at 1838. Reporter stated not having control solution information for the alleged event. Reporter indicated the patient was not treated on the basis of the device result and did not have information to provide regarding the lab reading. Reporter also stated patient was newly diagnosed type ii diabectic currently in ICU on insulin due to alleged diabetes being out of control. A request was made for the return of the suspect device and replacement product was sent.